Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia after an infusion site change with an inset 23" set, during which insulin delivery was paused on two occasions and multiple manual injections of rapid-acting insulin were given to reduce glucose levels; glucose later stabilized after another site change with agent assistance. Symptoms included feeling frazzled and thirsty. Outcomes included transient interruption to daily activities, use of backup subcutaneous insulin, and recovery without hospitalization. Investigation included review of use logs, troubleshooting with the user, and education on pump suspension, site management, and reconnection timing. Investigation of this case revealed no confirmed device malfunction, with findings consistent with hyperglycemia of unclear cause, potentially related to site or infusion issues and extended insulin suspension. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.